Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. The product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient reported issues with near vision and could not read as desired. The patient is not satisfied. Additional information was requested.